Event description:
It was reported that the patient is in an atrial arrhythmia but the device diagnostics and counters were not showing the arrhythmia. Device reprogramming was recommended, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5076-45, lead implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.